Event description:
The customer reported the ventilator's display went blank while in use on a patient. The customer reported there was no patient harm. Upon evaluation, the manufacturer's service technician reported the battery required replacement. The service technician said that the unit lost ac power the hospital staff had not seen that ac power loss had occurred. The unit then transition to battery, but the backup battery being that old didn't allow for much run time till the unit powered off. The service technician replaced the battery to address the finding. Applicable final testing was completed and passed per operating specifications. This is being reported as a user error. Proper care, maintenance and testing should be performed when using battery power sources.